Event description:
The study team of protect IV reported a 75-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The patient had a cp for support in (B)(6) 2022. The patient was enrolled in the protect IV. The study team forwarded that there was an sepsis/osteomyelitis with a "possible relationship" to the use of impella. The severity on the study documentation was listed as severe. This prompted the patient to be re-admitted after hospital discharge. Patient was treated with medication and is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Manufacturer narrative:
The investigation for the reported sepsis/infection has been completed. The device was not returned for evaluation. Not enough clinical information was provided to determine the root cause of the reported issue. Therefore, the root cause of the sepsis could not be determined. The instructions for use states ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ added-h6 impact code 4644 d4-updated model number.